Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-05190 and 2134265-2016-05189. It was reported that stent thrombosis occurred. In (B)(6) 2016, the index procedure was performed. The target lesions were located in the left anterior descending (lad) artery and right coronary artery (rca). A 2.25 x 32 and a 2.50 x 16 synergy ii drug-eluting stents were implanted in an overlapping manner from mid to distal lad, and a 3.00 x 16 synergy ii drug-eluting stent was implanted in the rca. The procedure was completed with no patient complications reported and the patient was discharged on plavix. In (B)(6) 2016, the patient presented with stent thrombosis in both lad and rca. Subsequently, the lad was ballooned, a 2.25x16 promus premier stent was implanted in the distal lad, and post-dilatation was performed. The previously implanted stent in the rca was also ballooned and a 3.0x20 promus premier stent was implanted right over or inside the previously implanted stent in the rca. Post-dilatation was performed and the procedure was completed. No further patient complications were reported and the patient's status was fine. In addition, the physician commented that the patient may have been a plavix non-responder and was therefore switched to effient after the procedure.